Event description:
It was reported that during a ptca procedure, the tip of the balloon separated as the physician was attempting to remove the balloon through a previously placed stent. The physician elected to secure the balloon material in place with a stent. Pt status is listed as "okay".